Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported power cable being melted at the hub could not be determined. Review of the device history record was not possible as the lot number is unknown.

Event description:
During the procedure, it was noticed that the tactisys power cable was melted at the hub. The issue was noticed when the staff were preparing the tacticath catheter. As the procedure was overall a cryoballoon ablation procedure, the physician felt the progress achieved at that point was sufficient and ended the procedure. There were no adverse consequences to the patient or users.